Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown implant accolade stem was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding corrosion and abnormal ion level involving a accolade stem was reported. Corrosion was confirmed via medical review, abnormal ion level was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated. Operative note. Revision tha right. Mechanical assist crevice corrosion, infection. Procedure right hip resection, placement abx spacer, orif proximal femoral osteotomy. Implanted depuy prostalac cup, accolade c stem v40 head 32+4mm, 3x luque wires. Patient had fall then noted clicking. Workup showed corrosion of trunnion. Had increased metal levels. Initial aspiration was negative with low white cells. Repeated with 195,000 wbc. Crp elevated, sed mild up. Questioned the results due to question of metallosis. Recommended two stage. Posterior approach. Some mild damage to the medius. Metal debris noted. Black fluid in hip joint. Debris tracked behind cup as well. Gross trunnion failure. Necrotic tissue. Head came off by hand. Stem solid so osteotomy. Had some fracturing. Cup removed without problem. Spacer placed. Confirmation: a revision surgery was performed. Metallosis and trunnion failure noted. Elevated metal levels, injuries and/or device recall could not be confirmed without additional information. Root cause: the root cause of the trunnion failure was likely an lfit-tmzf trunnion issue. A root cause could not be ascertained for the other allegations as the events could not be confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies.   Complaint history review: there have been no other similar events for the reported lot.  Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.